Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, or age of pt. The medication being infused was tpn from a 3 liter bag. The infusion rate was 12 hours and the volume to be infused was 1315. Tubing was used. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.